Event description:
During removal, the physician punctured the first balloon and couldn't retract the needle back into the catheter. The physician deflated the 2nd balloon with a needle aspirator. A reshape field specialist was assisting with the removal trying to get the needle to retract. However, the needle was jammed during the retracting phase and ended up advancing which resulted in the field specialist being punctured. The patient had both balloons removed.